Event description:
Patient with hydrocephalus and ventriculoperitoneal shunt revised in the spring, presented this week with confusion. They were found to have a urinary tract infection. Started antibiotics. Shunt valve was adjusted to drain more with no improvement. Imaging revealed worsening hydrocephalus. She was lethargic and with worsening headaches. Her shunt was tapped at the bedside to rule out infection. After a negative abdominal ultrasound, she was taken to the operating room for a right ventriculoperitoneal shunt revision. The valve sent to pathology for testing.

Event description:
Patient with hydrocephalus and ventriculoperitoneal shunt revised in the spring, presented this week with confusion. They were found to have a urinary tract infection. Started antibiotics. Shunt valve was adjusted to drain more with no improvement. Imaging revealed worsening hydrocephalus. She was lethargic and with worsening headaches. Her shunt was tapped at the bedside to rule out infection. After a negative abdominal ultrasound, she was taken to the operating room for a right ventriculoperitoneal shunt revision. The valve sent to pathology for testing.

Event description:
Patient with hydrocephalus and ventriculoperitoneal shunt revised in the spring, presented this week with confusion. They were found to have a urinary tract infection. Started antibiotics. Shunt valve was adjusted to drain more with no improvement. Imaging revealed worsening hydrocephalus. She was lethargic and with worsening headaches. Her shunt was tapped at the bedside to rule out infection. After a negative abdominal ultrasound, she was taken to the operating room for a right ventriculoperitoneal shunt revision. The valve sent to pathology for testing.